Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to olympus (B)(4). Olympus (B)(4) checked the subject device and found that the reported phenomenon could not be duplicated. Olympus (B)(4) also found there were oil inside the valve, tube and manifold unit. Omsc reviewed the device history record (DHR) of the subject device and confirmed no irregularity. Based upon the information from olympus (B)(4), omsc concluded that ¿the subject device was leaking¿ was attributed to the failure of the primary decompressor. The subject device was not returned to omsc, the exact cause of the failure of the primary depressurize could not be conclusively determined. However, there was the possibility that it was attributed to the accidental failure because similar event was not tendency of to be frequent occurrence. The exact cause of the ¿there were oil inside the valve, tube and manifold unit¿ could not be conclusively determined. However, based upon the information from olympus (B)(4), omsc considered there was the possibility that this phenomenon was attributed to the foreign material entering through the high-pressure hose or the tube from outside, because it is not an event shortly after delivery.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during preparation for use, it was found that the subject device was leaking. The subject device was used with a video system center (otv-s190). There was no report of patient injury associated with the event.